Event description:
The customer contacted physio-control to report that their device powered off by itself when they were monitoring a patient. The crew then used a back-up device to continue monitoring the patient. From the downloaded electronic patient records it was observed, that the device had powered off 4 times during the event. There was patient use associated with the reported event however, there was no adverse patient outcome.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the main keypad assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.